Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 99mg/dl fasting. Verified the strips expired 4/15/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2015. Customer performed a back to back blood test and obtained 95mg/dl and 97mg/dl fasting. Reviewed meter memory: (B)(6). Customer is concerned with the results of 42mg/dl. When she saw the low results of 42 she had something to eat and tested 2 hours later and the result was 112mg/dl.